Manufacturer narrative:
(Initial reporter facility name): (B)(6). (Initial reporter address 2): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum in an internal hemorrhoids ligation procedure performed on (B)(6) 2022. During unpacking outside the patient, it was noted that the package was unsealed and the sterile barrier was compromised. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum in an internal hemorrhoids ligation procedure performed on (B)(6) 2022. During unpacking outside the patient, it was noted that the package was unsealed and the sterile barrier was compromised. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (B)(6). Block h6: medical device problem code a020503 captures the reportable event of unsealed packaging compromising the sterile barrier. Block h10: the returned speedband superview super 7 in its original packaging was analyzed, and a visual evaluation noted that the device did not present problems and it had no evidence of use. The tray was found opened in one corner; however, there was evidence of a seal mark, which is not considered a problem. Per the dimensional inspection of the seal width, it was found within specification. Other test (pull test) was also performed in every side of the tray to verify the seal strength, and it was found within specification. No problems with the returned unit were noted. The reported event of packaging seal compromised was not confirmed. Upon analysis, there was evidence of the seal marks, indicating that the device was sealed. Other tests were also performed (pull test and seal thickness) and it showed that the device met the manufacturing requirements; therefore the reported complaint cannot be confirmed. The most probable root cause of this complaint is no problem detected.